Event description:
Caller alleged discrepant inratio inr results in comparison to the laboratory inr results. Results as follows: date: (B)(6) 2013, inratio inr: 4.3 and 3.2, laboratory inr: 1.9. The time between testing was three hours. Reportedly, the pt was unable to obtain a sufficient blood sample. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.